Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious central corneal ulcer." Evaluation of returned product is underway. If any non-conformance is found, a follow up report will be provided. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
An optician reported that a patient experienced bilateral red eyes and stinging after a 4 hour trial fit of o2optix toric contact lenses. Examination revealed corneal ulcers and patient was referred to ophthalmologist. The treating ophthalmologist reported bilateral central corneal ulcers. Treatment consisted of tobrex, euronac & vitamin a ointment. Prognosis is reported as stable. This record has been designated at the right eye event. No further information has been provided.